Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 49 mg/dl. Customer did not receive a sensor updating alert. Customer did receive a calibration not accepted alert. Customer did not receive a change sensor alert. The device will not be returned for analysis.